Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted the customer to performed the load fill tubing sequence multiple times. Reportedly, pump accepted cartridge after filing with more insulin. Customer's blood glucose was 240 mg/dl.